Manufacturer narrative:
Additional information: investigation: the investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta perforation and thrombosis. The additional information regarding aorta perforation does not change the previous investigation results for organ/vena cava perforation. The additional information regarding thrombosis does not change the previous investigation results for deep vein thrombosis (dvt). A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: the patient received a gunther tulip inferior vena cava (ivc) filter for prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient subsequently had a computed tomography (CT) scan which showed that the filter is perforating the abdominal aorta, another strut abutting the duodenum and psoas muscle. Three months after this CT scan, the patient was diagnosed with chronic stenosis and occlusion of the left common iliac vein, acute thrombosis extending into the femoral veins causing pain. The patient underwent a balloon angioplasty and thrombolysis due to the acute thrombus and occlusion. Due to the occlusion, the patient underwent a percutaneous retrieval surgery within this same month.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedment, difficult to remove, tilt, headache, darkening of legs, side/leg/back pain, pain on urination, leg weakness, shortness of breath, cramps, pain and constipation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedment does not change the previous investigation results for organ/vena cava/ aorta perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported headache, darkening of legs, side/leg/back pain, pain on urination, leg weakness, shortness of breath, cramps, pain and constipation are related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time.  A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is additionally alleging device tilt and embedment. Patient also alleges experiencing stomach cramps, headache, shortness of breath, darkening of legs, side/leg/back pain, pain on urination, leg weakness and constipation. Venogram interventional: "impression: "there is slight tilting of the upper portion of the filter to the right which is stable". "There has been no change in the position of the ivc filter since the previous cta. There has been no change in the position of the struts which penetrates through the wall of the ivc in comparison to the previous study. There is no new hematoma adjacent to the ivc. There are no findings to indicate thrombus within the ivc. The remainder of the CT the abdomen is stable with no acute process identified". Per a computed tomography (CT) abdomen/pelvis: "there is an infrarenal gunther tulip ivc filter in place. The legs penetrating the caval wall with 1 approximating the right ureter, two approximating the duodenum and an additional leg approaching the spine where an osteophyte has formed. The ivc is widely patent. The right common and external iliac veins are patent. There is a chronic stenosis/occlusion of the left common iliac vein. There is acute thrombus with expansion of the left internal and external iliac veins also seen extending inferiorly into the femoral, deep femoral, and greater saphenous veins. Small venous collaterals are noted within the left groin". Per a ultrasound doppler: "impression: "extensive left lower extremity clot extending from the external iliac vin to the popliteal vein. This is occlusive through the femoral vein and partially occlusive at the." Per a computed tomography (CT): impression: "the left common iliac vein was selected with a mpa catheter and a venogram performed. This demonstrates complete occlusion of left common iliac vein as it is crossed by the right common iliac artery consistent with may thurner syndrome". "Impression: 1. Acute thrombosis of the left lower extremity veins with chronic thrombosis of the left external and common iliac veins. 2. Successful placement of 50 cm unifuse catheter for overnight catheter directed thrombolysis". Per a vascular/interventional radiology: "pertinent findings: 1. Thrombosed left lower extremity venous system to the external iliac vein. 2. 8mm pta left eiv through popliteal vein. 3. Successful placement of 50 cm length infusion catheter. Catheter to thrombolysis overnight. Will bring back tomorrow for completion procedure". Per a interventional radiology/successful filter retrieval: "an inferior venacavogram was then performed and demonstrated a small thrombus within the gunther tulip ivc filter. The filter was then retrieved with forceps while aspirating the side port of the sheath. The sheath was removed and flushed on the table demonstrating successful aspiration of the thrombus. A post filter retrieval inferior venacavogram was then performed and demonstrated improved flow in the left common and external iliac veins with a widely patent ivc and brisk central drainage". "Impression: 1. Residual chronic thrombus in the left popliteal vein and occlusion of the left common and external iliac veins after overnight catheter directed thrombolysis. 2. Chronic thrombus in the popliteal vein treated with balloon angioplasty. 3. Left common and external iliac venous occlusion with persistent stenosis after 14 mm balloon angioplasty. Successfully treated with 16 mm stenting and angioplasty. 4. Successful retrieval of a gunther tulip ivc filter".

Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01862. Additional information provided determined that this device was manufactured by cook inc. (Cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, deep vein thrombosis (dvt), stomach pains, difficulty eating, pain, limited activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported stomach pains, difficulty eating, pain, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 due to prevention of deep vein thrombosis (dvt). There is mention of an attempted retrieval approximately (B)(6) 2019 with no further details. Patient is alleging vena cava perforation, organ perforation and dvt. The patient further alleges stomach pains, difficulty eating, pain and limited activity. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿there is an ivc filter at the level of the l3 and l4 levels. There are surgical clips in the right upper quadrant. The tip of the filter contacts the right lateral wall of the inferior vena cava. The tip is 2 cm inferior to the right renal vein. The anterior strut projects 5.5 mm beyond the wall of the inferior vena cava and extends into the posterior wall of the duodenum. The medial projecting strut projects 7.4 mm beyond the vena caval wall with the tip projecting along the anterior margin of the distal abdominal aorta. The laterally projecting strut projects 3.4 mm beyond the inferior vena cava. The posterior projecting strut contacts a disc osteophyte off the right anterior margin of l4.¿